Manufacturer narrative:
Pump alarmed no delivery during the displacement test. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test and excessive no delivery test or verify prime/fill and drive/motor due to faulty fsr. Pump history download using thds was successful. However, there is no data available on ( 11-mar-2024), unable to perform data analysis for prime/fill and drive/motor alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify prime/fill and motor error alarm due to faulty fsr. The motor was tested outside of the device and failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the insulin dripped out/squirted out of the pump during the load reservoir/fill tubing process. Troubleshooting was performed but the issue was not resolved. The customer was advised to try different infusion sets and the insulin stopped dripping after letting go of the act button but the motor did not slow down and numbers did not ramp up on the screen as expected. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.